Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received open book image on the screen. Customer stated that he noticed a crack along the battery compartment, the pump then got wet and did not turn on again. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.